Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to having complaints with far vision. The suspect iol was replaced with a non johnson and johnson iol. There was no additional intervention required. Patient was reportedly fine post-explant. No further information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: 4/22/2022 section h3. Device evaluated manufacturer? Yes device evaluation: suspect iol was received cut in half and stuck to foam. Based on the condition of the lens, further evaluation could not be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.